Event description:
I had developed cataracts after taking prednisone for about two years for an autoimmune disease. My lenses were removed and artificial lenses implanted. Since then, I have been unable to see after dark. The glare from oncoming headlights and building lights create an aura which dominates my field of vision. I also have a problem with the size of the lenses. They are too small, which causes me to see clearly where the lenses cover my eye, and where they don't cover the eye, my vision is blurred. Its hard to explain this problem.